Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have the curved blade broken at the tip of the blade. A piece approximately 0.414" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do no show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an inhouse energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly on 3 out of 3 attempts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument was not recognized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer said it¿s not possible to disclose patient demographic information.